Event description:
Info received indicates the siderail has a broken weld, preventing the siderail from latching in the raised position.

Manufacturer narrative:
The technician replaced the left siderail to repair the bed.